Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. There is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of abdominal pain and nausea with subsequent diagnosis of peritonitis with hospitalization. However, there is no documentation in the complaint file that shows a causal relationship between the event and use of the liberty select cycler or cycler set. Additionally, there is no allegation of a product malfunction, deficiency or defect reported for this event. All pd patients are at increased risk of infection due to a compromised immune system and the dialysis techniques which increase the risk of microbial contamination. The majority of pd related peritonitis is caused by a breach in aseptic technique by the patient as they are handling the pd catheter connections or the pd catheter itself. Although the organism is unknown and the cause has not been confirmed, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis based on the available information and no allegation of a malfunction, deficiency or defect for this event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was hospitalized for abdominal pain and nausea. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient had contacted the pdrn on (B)(6) 2019 with complaints of abdominal pain. The patient was instructed to start their antibiotic protocol at home, but the patient decided not to, due to the thanksgiving holiday. The patient presented to the hospital later that day due to increasing pain and nausea. The patient was admitted and diagnosed with peritonitis. The patient was prescribed intraperitoneal (ip) cefepime (dose, frequency and duration unknown). A pd effluent culture was obtained; however, the results are not available. The patient was scheduled for discharge on (B)(6) 2019. The cause of the peritonitis is unknown; however, the patient did not report any cassette leak or other issue with any fresenius device, drug or product(s).